Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The patient presented emergently with a cold leg. A CT revealed that there was thrombus with left limb occlusion. The physician does not know the cause of the thrombus development in the patient, but stated that he doesn't believe it's related to the stent graft. Ivus was used in the intervention procedure and no kink or narrowing of the limb was observed. The patient was treated with implantation of an endurant ii limb into the left external iliac. The occlusion was resolved. No additional clinical sequelae were reported and the patient is fine.